Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for decapping with the incident lot was observed.based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported before use the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes stopper had creep out or a loose closure. The following information was provided by the initial reporter: the customer stated "when preparing using this batch tube, it found that a tube has a decapping issue.¿.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes stopper had creep out or a loose closure. The following information was provided by the initial reporter: the customer stated "when preparing using this batch tube, it found that a tube has a decapping issue.¿